Manufacturer narrative:
Weight/ethnicity: unknown/asked but unavailable. Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2022-(B)(6) 2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to dysphotopsia. There was no report of vitrectomy, incision enlargement, or sutures required. The patient has fully recovered. No further information is available.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 12/19/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the suspect lens was received in a non-johnson & johnson lens case. Visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and inspected under magnification and scratches were observed on the optic body of the lens along with lens damage. A subject matter expert (sme) was consulted regarding the scratches on the lens and stated that the scratches were likely the result of surgical implements holding the lens while it was cut therefore would not have contributed to the complaint event. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.